Event description:
It was reported that a device was used during a laparoscopic prostatectomy. After removing the device, it was noticed that part of the sleeve was broken. The surgeon searched but was unable to find the fragment. No pt consequences were reported.